Event description:
We have just started using the nonin model 8000aa adult finger clip. On one device, the spring on the inside of the clip was detached from the protective rubber covering exposing it to potentially injuring the finger. On the other device, the 7 pins that plugs into the machine are bending easily and will not fit. We have just received this batch of oximeters.